Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, a patient underwent an implant procedure, involving the placement of a mesh for ventral hernia repair. Following the procedure, the patient experienced abdominal pain described as ¿like scissor blows inside,¿ along with overwhelming and continuous fatigue. The individual also reportedly had difficulty walking, difficulty performing daily activities/gestures (such as cleaning and tying laces), inability to carry even a slight load, and premature fatigue with minimal exertion.